Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that the cause of the break in the extension was not determined and the explanted device is in hand and will be placed in the mail. Explant date of the extension was not provided to the rep. This information has been confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating they have the extension in hand and will ship it for analysis as soon as they are able.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the extension was lost.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial/lot #: (B)(4), ubd: 22-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was recently reprogrammed per normal routine. Caller reports patient is seeing out of regulation (oor) on the patient programmer. Reports patient is able to bypass the oor message and is seeing on/ok on the patient programmer. Caller reports patient also has a pump to deliver his parkinson's disease medication. Caller reports while the medication is being delivered, patient was to decrease his voltage and gradually increase stimulation until patient is getting efficiency. Caller reports during the increase, patient is seeing the oor message. Caller reports patient has dystonia on his contra-lateral arm. Caller is not with the patient. Caller does not have impedance values as they were not checked at the last office visit. Could not troubleshoot due to lack of access to product. No further complications were reported or anticipated with this event. On 2018-07-09, (rep): additional information was received from the manufacturer representative indicating that impedance checks were performed and an intermittent open was found in patient's right-side system. X-rays were ordered and a suspicious gap noted as possible break in wires of extension. Palpation of area proximal to suspected break produced intermittent shocking sensations in contralateral arm as well as dystonic symptoms. Patient underwent surgery for replacement of the right extension. Upon visual inspection, it was confirmed that the extension wiring was broken in suspected area although exterior insulation was intact. A new extension was implanted and reconnected to the existing lead and ins. It is assumed that the electrical discontinuity in the extension was the contributing culprit to the oor warning. The oor and dystonic symptoms have been resolved. This information was confirmed by the physician.